Event description:
The following has been reported: nurse in or, was using on a patient, option for backprime was unavailable, option for infusing secondary was unavailable, greyed out. Patient was transferred to ICU with the same pump, and nurse put new set on pump and worked as designed. An active infusion was delayed. Reporting due to the referenced issue. No adverse effects were reported. The set was received back for investigation and found to be functioning normally. The pump was not received back for investigation; an internal CAPA identified that this issue is potentially an administration set identification issue that is attributed to the pump. The CAPA has identified that this may be an intermittent and/or partial reading of set ID bit pattern on set load. Multiple categories including training, manufacturing method, and design process were identified as root causes. Fresenius kabi had conducted additional training during go-live at this facility in march 2022. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.